Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software intermittently delivered 2 automatic correct boluses, and the customer¿s blood glucose (bg) level subsequently dropped ¿low¿. Bg values were not provided. Additional information was not provided. Multiple attempts were made to follow up with the customer, however, a response was not received.